Event description:
During oral surgery, handpiece was noted to be warm. Md noted a "slight burn" to the lower lip with redness, no blistering. No treatment was required and the redness was not visible when the patient was awakened.